Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the device never did any good for their pain symptoms since they were first implanted. Patient said they had severe pain in the lower part of their back and hips and they didn't sleep at night. Agent reviewed with patient that if they wanted to get the stimulator back up and running to see if it would help with their symptoms, they could reach out to their healthcare provider or to discuss having the device removed. Patient mentioned when they were implanted, they were 'lost' twice and was told they should not be under anesthesia ever again. Patient wanted to know what to do with equipment. Agent reviewed for patient to keep equipment unless device is explanted. The patient was redirected to their health care provider to further address the issue.